Event description:
It was reported that during pancreatic cancer surgery, clip slippage was observed.

Manufacturer narrative:
(B)(4). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. However, some resistance was felt when pulling the trigger. The first clip was unable to properly load into the jaws of the device. This was repeated with the next clip. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was broken at the pin position and the bottom jaw had bent jaw legs. The resistance felt during the trigger pull is an indication that the clips were out of position in the channel and stacking on one another. The clip stack prevented the clips from being able to load properly. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The clip stacking was a result of the manufacturing process. A non-conformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking was a result of the manufacturing process. A non-conformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clips slipped" was confirmed based upon the sample received. One device was received. The device was received with indications that the clips were out of position in the channel which prevented the clips from firing properly. The root cause of this complaint issue is related to the manufacturing process. A non-conformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1700349 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during pancreatic cancer surgery, clip slippage was observed.